Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and cystocele and mesh was implanted. It was reported that following insertion the patient experienced pelvic pain, erosion, infection, urinary/bowel problems, recurrence, bleeding and dyspareunia. Also, urinary tract infections, and difficulty emptying bladder. It was reported that patient underwent mesh removal on (B)(6) 2009 due to stress urinary incontinence, mesh erosion, and rectocele. At that time monarc and repliform products were implanted. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent diagnostic therapeutic non-obstetrical d&c and an operative hysteroscopy with removal of endometrial polyp on (B)(6) 2005 due to menometrorrhagia.

Manufacturer narrative:
Date sent to the FDA: 9/9/2016.